Event description:
It was reported that occlusion alarms occurred. Occlusion events did not adversely impact the customer¿s blood glucose level. To address the issue, customer changed the infusion set and cartridge and resumed insulin, deciding no additional assistance was necessary.